Event description:
The surgeon was not satisfied with the position of the femoral implant on the post op x-ray of the primary tka. A revision surgery was performed.

Manufacturer narrative:
Document review: gmk primary femur size 4 left. (B)(4) / lot 113382 (40 femurs produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Twenty two items belonging to this lot have been already implanted and no incidents have been reported up to now. Gmk primary uc insert size 4 height 10 mm: (B)(4) / lot 114247 (50 liners produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Eighteen items belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the event is highly unlikely device related, but the malpositioning of the components is probably due to a surgical mistake during the primary surgery.